Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: b5,d8, h2, h3, h6, h11. The device was returned to olympus for inspection, and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: noise on the right-eye screen, image with a black shadow, and dust on the ccd (charge-coupled device) objective lens of insertion section. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: the malfunction of the universal cord caused the right-eye screen to become noisy. This event was caused by a component failure of the universal cord. In addition, dust on the ccd (charge-coupled device) objective lens of the insertion section resulted in an image with a black shadow. This event was caused by a component failure of the distal-end cover glass. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the rigid video laparoscope displayed a dark color in the right-eye three-dimensional image. The issue occurred during sedation in a diagnostic laparoscopic surgery. The procedure was completed using an olympus back-up device.

Event description:
It was reported the rigid video laparoscope color of the 3d image in the right eye is dark during laparoscopic surgery. There were no reports of patient harm.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available. E1 - initial reporter establishment name: (B)(6) hospital.